Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported syringe module is giving error code 200.5040, compatibility error. The syringe module is running version 12.3.0.24, however the pcu has version 12.1.3.6 installed. Version 12.3.0.34 is not available in canada, and the device needs to be downgraded. It was further reported the software loaded on the device does not match what is label on the material number of the device. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, device eval by manufacturer , imdrf annex a,g,b,c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of compatibility issue was able to be replicated during laboratory testing. A preventive maintenance was performed to observe the current functional state of the device, the syringe module passed the task successfully. A new software package version 12.1.2.78, was downloaded to the suspect syringe module. The task was completed as intended without complications; upon completion the device was able to be attached to the returned concomitant pcu. Per channel error tip sheet, the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Note to repair center: device opened for investigation, please re-torque all screws, ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the reported error code 200.5040 was successfully confirmed through laboratory testing. The root cause was determined to be due to an incorrect software version, which was resolved by downloading and installing a new software package. The issue of software mismatch was verified during an equipment review; however, the underlying cause could not be identified. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported syringe module is giving error code 200.5040, compatibility error. The syringe module is running version 12.3.0.24, however the pcu has version 12.1.3.6 installed. Version 12.3.0.34 is not available in canada, and the device needs to be downgraded. It was further reported the software loaded on the device does not match what is label on the material number of the device. There was no patient involvement.